Event description:
A customer contacted beckman coulter inc. (Bci) in regards to non reproducible, erroneous positive accutni results within the risk stratification for two patients generated by the unicel dxc 600i synchron access 2 clinical system. The results were not reported out of the laboratory. The samples were repeated on an alternate unit and results within the normal reference range were obtained. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples are collected in bd lithium heparin tubes without a gel barrier. Samples are centrifuged for 10 minutes at 3500 rpm. Field systems specialist and national hardware specialist have been on-site for a week observing lab techniques and hardware. Per field service specialist (fss), system check and qc were passing before and after the erroneous results fss noted few short draws and hemolyzed samples. Fss suggested to the customer: to use light green top tubes with gel barriers to reduce re-suspension of cellular debris. To reduce braking speed on primary centrifuge from 9 to 4 to reduce debris re-suspension. Fss stated that mechanical failures are not the root cause of these erroneous results and that specimen quality is an issue but a specific and clear specimen issue could not be determined.